Event description:
The report indicated that the customer thinks that the cannula had penetrated the aortic wall during an ECMO case. The pt started to bleed massively during the ECMO phase and died within hrs. The bleeding was only detected a couple hrs into the case. The customer is unsure whether the cannula was the source of the accident. The pt was hemorrhaging during the case from unk location(s).